Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "according to the clinical staff, they saw sparks coming from the machine." There was no reported patient involvement. No further information is currently available.